Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was found to have experienced a micro-perforation upon x-ray review. A revision procedure was later performed at another facility wherein the lead explanted but not replaced due to suspected likelihood of recurrence of perforation. No additional adverse patient effects were reported.